Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: the up and down arrow keypad buttons were found to be over responsive; all other buttons responded to button presses appropriately. The keypad cover was observed to be torn between the up and down arrow buttons. The keypad was removed and the up and down button contacts were found to be inverted. Unrelated to the complaint, the bolus button cover was found to be torn but was still responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.